Manufacturer narrative:
(B)(6).

Event description:
The customer reported data loss, and the customer claimed it resulted in delayed use. The customer reported that the unit was not in use on a patient. Per authorized service personnel (asp) the issue was discovered during setup for patient use. The customer contacted product support and requested a repair service. Per authorized service personnel (asp) the customer refused philips service and the unit was serviced by a third party biomed. The repair details were not disclosed by the customer. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred. No root cause can be confirmed at this time, since the customer refused philips service.